Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable. To date there is no indication that the lens has been explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
Reportedly, a physician complained a case in which a toric iol was implanted and essentially provided no astigmatism correction. The zxt375 10.5 diopter intraocular lens was implanted in a female patient's left eye on (B)(6)2017. Patient's vision was on 2100. However, on (B)(6)17 patient's visual acuity was 20/70, lens was rotated on (B)(6)2017. Post rotation, patient's visual acuity as 20/60. And on (B)(6)2017 the patient's visual acuity for distance was 20/40, intermediate: 20/50, and near 20/80. The refraction was plano + 125 at 10. No other information was provided.